Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro self activated and was smoking. The same unit was used to complete the procedure. The hospital did not report any patient effects. The product is not yet returning as the hospital would like to conduct their own investigation.